Manufacturer narrative:
There are no reports of confirmed or suspected infection and no indication that the nalu device contributed to the incision site failing to heal. Poor healing is a known inherent risk of surgical procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat right shoulder pain. On (B)(6) 2024 the firm was notified that the surgical incision had failed to heal and the implantable pulse generator (ipg) was exposed through the incision site. A full system explant was performed on (B)(6) 2024 due to the incision site failure to heal. The firm was not notified of the procedure ahead of time and thus unable to be present.